Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system the customer observed false negative results . This event occurred 4 time (twice on controls, twice on patient samples). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: customer reported 4 vials as false negative (2 controls, 2 patients), strictly in drawer b, row j. Customer states that the instrument called negative, but there was evidence of growth and sediment in the tubes.

Manufacturer narrative:
Case determined to be a reagent complaint, not related to the instrument. Canceling instrument MFR # 1119779-2022-01103, reported under reagent MFR #1119779-2022-01119.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system the customer observed false negative results. This event occurred 4 time (twice on controls, twice on patient samples). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer reported 4 vials as false negative (2 controls, 2 patients), strictly in drawer b, row j. Customer states that the instrument called negative, but there was evidence of growth and sediment in the tubes."